Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. 1 device was received for evaluation; 1 event was confirmed during testing. 1 device was found to be affected by an e-box failure. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device ran in the wrong mode. There was no patient involvement; no patient impact.